Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13e20069 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot numbers h13d24023 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Same patient as (B)(4).